Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional testing and an alarm log review were performed. During service the f-49 alarm was not found. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-49 alarm (malfunction in real time clock). There was no patient involvement. No additional information is available.